Event description:
During a dialysis treatment, the pt gained weight of approx .2 kg. There was no pt injury or medical intervention reported.

Manufacturer narrative:
During a dialysis treatment, there was weight gain reported. There was no medical intervention or injury reported. A mes (medical equipment service) technician examined the machine and replaced the ultrafiltration pump thermal fuse. A review of the dtf history does not apply. A review of the cpf history for this specific serial number machine in this complaint does not indicate that this has been a recurring condition since this machine was released to the field. A secondary search of the dtf history for this product is not possible. The mes found the uf (ultrafiltration) pump thermal fuse to be opened (failed). The part was returned for investigation on 12/10/96. The returned thermal fuse was connected to an ohm meter. The meter showed 00.1 ohms, indicating that the fuse was not open. The thermal fuse was disassembled and it was seen that the wax had melted. A failed thermal fuse is caused by the wax inside the fuse melting, which causes the fuse to open. It was seen that the wax had melted previously, indicating that the fuse had become intermittent. When the thermal fuse is in the first stages of failure, it can become intermittent. When this happens, the uf pump will run for a short period of time, until the wax inside heats up and melts. When the pump cools down, the fuse becomes operation again. Previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt. This is an old thermal fuse. This fuse was not replaced as a part of the thermal fuse intervention project. It is concluded that the failed thermal fuse caused the reported incident. Customer contacted:n. Sales/service contacted by investigator:y. Training required:n.